Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va0g9l3, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Conclusion code applies to the lead and extension, and code applies to the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual reported they had a lot of problems with an infection and sepsis. The patient got really sick and almost died. A surgeon reportedly removed the wires and left the ins. The ins that caused the infection was replaced because it was not in the right position. The entire system was removed and replaced in (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicated their healthcare provider recommended re-positioning to improve results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.